Event description:
Diabetic keotacidosis, stroke (cerebrovascular accident). Diabetic keotacidosis (diabteic keotacidosis). Case description: spouse reported that pt was introduced to an induo insulin doser with novolog penfill (insulin aspart) in 4/2002 for type I diabetes, developed diabetic keotacidosis and a stroke in 2003. When pt first started using the doser and insulin in question, their blood glucose levels were well controlled. In 2003, the pt was hospitalized for an elective renal transplant. After the procedure, their blood glucose increased into the 250 mg/dl range and they experienced nausea and vomiting. The physician told the pt that the nausea and vomiting was due to anti-rejection medications being taken post-transplantation. The spouse felt that the physician was not watching pt's blood glucose levels very thoroughly during the hospitalization and that he discharged pt from the hosp in 2003, with blood glucose levels in the 250 mg/dl range and continued nausea and vomiting. Once at home, blood glucose levels remained elevated, pt's induo insulin doser was used three or four times, and the spouse reported that it was not dispensing insulin. When pt's blood glucose level increased into the 400 mg/dl range, spouse switched pt's back-up system of conventional insulin syringes and vial insulin. 2 days later pt's blood glucose increased into the 500 mg/dl range and pt's nausea and vomiting had become worse. Pt was taken to an emergency room where pt was diagnosed with diabetic ketaacidosis and hospitalized. During hospitalization, the pt experienced a stroke (exact date unknown). The spouse stated that physicians thought the stroke was related to the nausea and vomiting caused by pt's diabetic ketoacidosis. A magnetic resonance imaging (MRI) was performed 3 days later, which confirmed the stroke. The spouse reported that during this hospitalization pt was treated aggressively, however, spouse was unable to provide details about how pt was treated or what medication pt rec'd. Pt was discharged the following day. 4 days later pt is using novolog vial insulin with conventional insulin syringes. Spouse reported that pt is feeling better without nausea and vomiting, but that pt blood glucose levels continue to fluctuate. The pt was diagnosed with diabetes in 1972 at eight years of age. Pt has a history of hypertension, hypercholesterolaemia and kidney problems, but does not have any history of diabetic ketoacidosis. The spouse stated that there was an issue with the doser, and too little insulin was dispensed. Spouse stated that pt primes the doser, however, the piston did not meet the orange stopper. After troubleshooting and making the orange stopper and the piston meet, a successful function check was performed. The spouse did not wish to provide the name of the treating physician or the name of the hospital where pt was treated. Comment: atherothrombotic disorders are characterised by a prolonged subclinical period during which atheromatous lesions develop in the arterial tree in susceptible individuals. Diabetes is associated with an earlier onset, faster development and greater density of atheromatous lesions (ref. Textbook of diabetes, edt. By pickup and williams, third edt.). The pt had several risk factors in diabetes, namely hypertension and hypercholesterolaemia. It is stated in the induo manual that the doser should be primed until a drop of insulin appears. After troubleshooting, a succesful function check was performed.